Event description:
Caller reported previous malfunctions on the pump on several occasions, but there were no notable events prior that could have contributed to these malfunctions. There was no reported impact to the customer¿s blood glucose level, as the caller either declined to answer or the information was unknown. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.